Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced kinked cannula on (B)(6) 2024 within three hours of insertion leading to high blood glucose. The infusion set was in use for less than 72 hours. The site of location of infusion set was abdomen. High blood glucose was addressed using multiple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.